Manufacturer narrative:
The insulin pump received with motor error alarm during rewind due to debris at home switch. Analysis was unable to verify motor position encoder error alarm due to motor error alarm at rewind. Pump received with minor scratched display window. The pump was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 130 mg/dl. The customer states the pump was not exposed to a high magnetic field. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.